Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "post-market clinical evaluation of the treatment of femur fractures with the femoral nail greater trochanter (gt)of the t2 alpha femur antegrade gt/pf nailing system. Subject: 03-072. (B)(6) 2024: bone not consolidated at 6-month post-op clinic visit. Patient is on bisphosphonates and chemotherapy so surgeon expects healing to be slower than normal. Significant callus has developed and bone in the process of healing. Patient to return for repeat x-ray in 2 months. If union not achieved at that point will discuss surgical treatment options."